Event description:
It was reported that during an a-fib procedure while performing the transseptal puncture, the physician felt some resistance when passing the septal wall with the sheath. The fluoroscopy indicated that the tip of the sheath had folded. Upon analysis of returned product it was determined that the tip was separating from the shaft. No patient injury was reported.